Event description:
Information was received indicating that a smiths medical medfusion pump had a speaker problem. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: no problems or issues were identified during the device history record review. Additional information: the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed evidence of backup audible alarm post. To further investigate, a functional test was performed. Customer problem was duplicated. The main pcb does not operate as intended, main pcb with high profile blue token cap. The main pcb will be replaced. Additional information was received indicating that there was no patient injury.